Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned for analysis. The balloon appears to have been previously inflated and deflated on receipt for evaluation and contrast media inside the balloon lumen suggests that the balloon was inflated. There was no apparent damage to the balloon wall that would suggest that the device had difficulty inflating during procedure. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The inflation device was verified at 16 atmospheres before and after use. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the stent failed to deploy. Vascular access was obtained via the right radial artery. The non-totally occluded, de novo target lesion was located in the mildly calcified left anterior descending artery. After predilation was performed, a 3.00x16mm synergy stent was advanced to treat the lesion. However, the stent could not be implanted due to coronary anatomy. No patient complications were reported. However, returned device analysis revealed stent detachment. This product is only ous approved but is similar to an approved us device.